Manufacturer narrative:
The insulin pump was received with a frozen display that has been isolated to the. No constant tone or alarm was noted. However, the insulin pump did have a cracks at the display window corner and the battery tube threads, as well as a scratched lcd window.

Event description:
It was reported by the customer that the insulin pump had a frozen display. The customer stated that she had dropped her insulin pump, which had resulted in an alarm. The customer stated that she then replaced the battery twice and that both times the insulin pump remained frozen on a black screen. Nothing further was reported.